Event description:
It was reported that the leg section of the streamline continental couch failed while a pt was on it. No injuries were reported; the unit had recently been repaired by the distributor.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR arjohuntleigh, a branch of (B)(4) (registration #3003984900). Please note that previous medwatch reports for this product may have been submitted for the mfg site (B)(4) (under registration # 3000140091). (B)(4). Going forward, complaints related to this product are to be handled by arjohuntleigh, a branch of (B)(4) and any medwatch reports will be submitted under registration #3003984900. It was determined that this device was involved in a previously reported potential incident for the same type of failure (3003984900-2011-00035); the device will be shipped back in order to perform a complete inspection following this latest development, and a replacement unit will be sent to the customer. Add'l info will be provided following the conclusion of the MFR's investigation.